Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the user tried to shock a patient but received a service required error. The user then placed patient on a different device. A follow-up email received on (B)(6) 2018, revealed that the patient experienced an outcome of death.

Event description:
The customer reported the patient experienced cardiac arrest and ems staff initiated cardiopulmonary resuscitation efforts. The patient¿s heart rhythm was determined to be ventricular fibrillation, the device was charged, and the defibrillator generated a ¿shock equip malfunction¿ message and did not deliver a shock. Another defibrillator was used to deliver a shock to the patient. The delay in therapy delivered to the patient was about 11 seconds and the patient was pronounced dead at the scene.